Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite colonovideoscope failed a leak test. Upon inspection and testing of the returned device, an error code e315 unsupported scope occurred. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of e315 unsupported scope error code found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, the error code e315 unsupported scope was evident on the screen. In addition, insertion tube was stained, down angle was straining and scope connector had water ingress. It was noted, the control body side cover, plug body eto valve, and air/water channel were leaking. Also the ID chip operation, water flow, water removal and water channel volume all failed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the reported issue may include: due to physical stress or rough handling, leakage occurred. Water invaded the device and the abnormality in electrical components occurred. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.